Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she has had air bubbles in the reservoirs. Customer stated that the insulin pump was not rewound with a reservoir in place and insulin was stored at room temperature. Customer was advised to deliver a 5 unit fixed prime until air bubbles are no longer visible. Customer stated that the bubbles were cleared prior to the call but issue has happened several times. Customer was instructed on proper reservoir fill steps and was advised to get back in contact if issue recurs. Nothing further reported.